Event description:
It was reported that the third infusion set was leaking at the site upon waking. The patient with diabetes reported a current blood glucose reading of 327 mg/dl. The patient answered no to all medical assessment questions and did not require emergency medical services or other medical intervention. There was patient involvement, but no harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.